Manufacturer narrative:
D9: date returned to mfg 3/7/2024. One device was returned for evaluation. Visual inspection revealed the top housing broken on the right corner. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be a u29 motor sensor failure on the main pcb. The main pcb was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited motor rate errors. There was unknown patient involvement and unknown patient harm.